Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was show insulin pump 347 mg/dl after giving bolus at the same time blood glucose value was 411 mg/dl which was the difference of 64 mg/dl. Customer stated that after lunch reading on the insulin pump 376 mg/dl and blood glucose value was 320 mg/dl the difference of 56 mg/dl. Customer stated that they immediately wanted another blood glucose and it was 385 mg/dl now in a matter of five minutes. Customer stated that they drank apple juice and back to bed then middle morning it was 379 mg/dl then giving insulin mid-afternoon it read above 400 mg/dl on insulin pump with take actual blood glucose reading and it say 491 mg/dl. Customer stated they mainly concerned with the sensor glucose and the blood glucose being so off from each other. The customer did not wanted to troubleshoot for high blood glucose and low blood glucose. The customer just found out she had a gastro issue and was speaking with someone to help her adjust her settings. The insulin pump will not be returned for analysis.